Manufacturer narrative:
Crack/split in catheter. Device evaluation in process. A device history record review was completed and this device met all specifications upon distribution.

Manufacturer narrative:
Evaluation indicated visually a small portion of the butt joint is torn. There are also stretch marks on the torn butt joint. There are inspection requirements in the mpi which would have detected this defect prior to packaging. Current investigation does not indicate a manufacturing defect or a trend therefore no CAPA will be initiated at this time.

Event description:
It was reported that the account had 1 endoplege catheter in which it was noticed during prep that the catheter was "jagged/frayed" on the side of the catheter. Device was not used on patient. No patient injuries reported.